Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (h-max stem, lot# 201310226; femoral head, lot# 201582083; delta tt cup, lot# 201508836; delta liner, lot# 201581634) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these components. We will send a final emdr once the evaluation will be concluded.

Event description:
Hip revision surgery performed on (B)(6) 2018 due to infection. Germ of infection is unknown. According to the info reported, all the components previously implanted on (B)(6) 2016 were removed, wash out and zb cement spacer was implanted. Event happened in (B)(6).

Manufacturer narrative:
Check of sterilization charts: no anomalies detected by checking the sterilization charts of all the lot# involved (h-max stem, lot# 201310226; femoral head, lot# 201582083; delta tt cup, lot# 201508836; delta liner, lot# 201581634) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these components. When limacorporate was made aware of this first stage revision due to infection (on (B)(6) 2018), a second stage revision surgery was still to be planned. Upon limacorporate update's request, we were made aware that a second stage revision was performed on (B)(6) 2018, once the infection was cleared. Following, the components implanted during the second stage revision: femoral head biolox delta dia. 40mm, code 5010.42.401, lot# 1580263; revision neck with screw h.60mm, code 7515.15.110, lot#1707017; revision stem dia.16mm, l. 140mm, code 3812.15.010, lot#1707321; delta tt acetabular cup dia.56mm, code 5552.15.560, lot# 1714462; delta neutral liner #large, code 5885.42.262, lot# 1780395. Explants analysis: explants not available. According to complaint source, explants were disposed of by the hospital at first stage revision surgery time. We received two pictures of the explanted components. From a visual analysis, acetabular cup was well osseointegrated. X-rays analysis: we received only 1 x-ray referring to pre-revision surgery (exact date unknown). Following, our medical consultant comment on the x-ray received: "infections occur in a certain percentage of cases. It is a normal risk at thr. From the pre-revision x-rays I cannot see any failure, all implants in correct position, no unusual condition. The chosen procedure is in conformance with the usual protocols in such cases. In summary there is no failure detectable, on which side ever". We don't have clinical info about previous infection cases reported by the patient and so, we cannot go back with certainty about the root cause of the event reported (infection). Based on the analysis performed, no surgeon's factor nor product failure can be assumed as root cause for this event. By checking the sterilization charts, we can ensure that all the components involved were regularly sterilized before being placed on the market. Pms data: we are aware of a total of 5 cases of infection involving a h-max s stem (standard + lateralized) belonging to the families 4250.20.xxx-4251.20.xxx on a total of (B)(4) h-max s stems sold ww from 2009. Specific revision rate is very low (0.01%). No corrective action for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
First stage of hip revision surgery performed on (B)(6) 2018 due to infection. According to the info reported, all the components previously implanted on (B)(6) 2016 were removed, wash out and zb cement spacer was implanted. In details, the following have been explanted: delta tt acetabular cup dia.52mm , code 5552.15.520, lot#1508836; femoral head biolox delta dia. 36mm, code 5010.42.363, lot# 1582083; delta neutral liner #medium, code 5885.42.258, lot# 1581634; h-max s stem, code 4251.20.120, lot#1310226. Germ of infection is unknown. Event happened in australia.